Event description:
Left brachial midline placed [redacted date]. IV consulted to assess unable to flush midline. Noted small kink at hub, line positional, however redressed and was able to flush and obtain blood return. [Redacted date] IV consulted to insert line as midline was removed due to not being able to flush. Cn, reports, day nurse removed line noting multiple kinks in line.